Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, broken plug strap and opening curved on anterior and posterior leak test and microscopic analysis was performed which identified: sharp opening on anterior, opening crease smooth on posterior, sharp broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening. A sharp broken on plug strap due to an unidentified (tear) opening. An opening crease smooth on posterior due to fold flaw opening.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.